Event description:
Caller reported time settings after pump reset, and cts assisted with updating pump time. There was no adverse impact to the customer¿s blood glucose level. Caller was advised to monitor and follow up if time discrepancy exceeded five minutes again, and they understood and acknowledged the advice.